Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager (fridge) latch was not closing properly. The user reported that the door required force to be slammed shut or manual adjustment by lifting the handle and repositioning the latch to ensure proper closure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator latch failed. The field service engineer (fse) inspected the smart remote manager panel and ensured latch screws were properly secured. Applied stabilent and conductive grease to the latch micro switches to improve contact reliability. Customer performed multiple inventory tests successfully, confirming normal operation. The system functioned as intended after the field service engineer repaired the device.